Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that when the v60 ventilator booted up, the unit alarmed with pressure sensor failure occurrence. There was no patient harm reported.